Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and found that the issue was only with table movements. Review of the log file showed errors that point to a possible blockage of the longitudinal movement of the tabletop motor. Upon troubleshooting, the fse calibrated the position for this movement to resolve the issue. Rail cleaning was also carried out. The movement of the table and its unlocking is verified to be correct: both in assisted mode (inclined table) and free mode (horizontal table). After longitudinal position calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received, the procedure was not affected, and the customer was able to complete the procedure as planned normally on the same system with no delay, and it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.